Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead (lv) had a chronically high pacing threshold. The patient had a magnetic resonance imaging (MRI) scan after their implantable cardioverter defibrillator was programmed to MRI conditional settings. After the scan, it was discovered that the lv lead pacing threshold had increased more. The device was reprogrammed to accommodate the increased threshold. Device interrogation the next day revealed that the lv threshold had decreased again to a value lower than before the MRI, so the device was reprogrammed again accordingly. The patient was in stable condition.